Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. However the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a leak occurred. A intellanav oi was selected for a procedure however it was observed during the procedure that the catheter was leaking at the irrigation port. The catheter was exchanged for another intellanav oi. The procedure was completed and no patient complications were reported.